Event description:
Caller reported they experienced a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on completing a pump reset and successfully started their sensor session afterwards, with no recurrence of the error code.